Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had problems with my glucose meter. The customer¿s blood glucose was 400 mg/dl. Customer stated that they got sick. The customer also got calibration error. The customer's last blood glucose was 239 mg/dl. The product was not returned for analysis.